Event description:
In 2008, the sales representative reported that during surgery, the surgeon was positioning the harmony flexible arm when the knob/handle that tightens the arm in place did not hold its grip. When attempted to tighten it further, a bolt/nut flew off the instrument onto the patient. The pieces were retrieved by the surgeon. Additional information received on april 21, 2008, via telephone, the sales representative reported that the surgeon was able to finish the case by positioning the arm in a way that it was stiff enough to stay to use it as intended. There was a surgical delay of 10 minutes. There was no harm to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.